Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ratchet handle was getting stuck when used with the screwdriver.

Manufacturer narrative:
Examination of the returned instrument is unable to confirm this report. It is noted that the mechanism to change the direction and/or lock the driver position is likely more difficult to operate than when initially distributed however at no point did the mechanism become stuck. The etched lot code of (B)(4) signifies manufacture in april 2002 and has been in-service for an extended period of time. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.